Event description:
It was reported that bd integra¿ syringe with detachable needle got stuck in the patients skin. No medical intervention was reported. Verbatim: "material no: 305271 batch no: unknown. It was reported by the pharmacist that patient came in to report that the needle got stuck in their skin. Per snow record: pharmacy stated that patient came in to report that the needle got stuck in their skin. The initial reporter (B)(6) was not in and does not come in until tomorrow (B)(6) 2019 and can provide additional information."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd integra¿ syringe with detachable needle got stuck in the patient's skin. No medical intervention was reported. Verbatim: "material no: 305271, batch no: unknown. It was reported by the pharmacist that patient came in to report that the needle got stuck in their skin. Per snow record: pharmacy stated that patient came in to report that the needle got stuck in their skin. The initial reporter (B)(6) was not in and does not come in until tomorrow (B)(6) 2019 and can provide additional information."